Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was experiencing elevated pump powers, hematuria, and other unspecified indicators of pump thrombosis. On (B)(6) 2015, the pump was exchanged.

Manufacturer narrative:
Approximate age of device ¿ 50 days. The pump was received for evaluation. During the evaluation, a tissue-like thrombus formation was found adhered around the inlet bearing cup and ball. The thrombus appeared to have formed in laminated layers and showed areas of denaturation, specifically where the thrombus was in contact with the bearings, indicating that it likely formed around the bearings over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported hemolysis symptoms and caused increased drag on the spinning rotor, resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.